Event description:
Per the clinic, the device was explanted due to extrusion subsequent to radiotherapy treatment. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4)